Event description:
It was reported by service report that the tracks are not engaging due to a bent track assembly and damaged struts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.